Manufacturer narrative:
A field service engineer (fse) was dispatched who replaced the tube for the line filter. Fse reran the tube from the waste line to the drain. No further errors were reported and no further action was required by field service. The most probable cause of the reported event was due to fault/failure of the internal tubing. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2016, the customer reported that she received low area flags with the g8 analyzer. A field service engineer (fse) was dispatched on (B)(6) 2016, to address the reported event, which resulted in delay in reporting of patient results hba1c. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.